Manufacturer narrative:
An ise check was performed and results did not replicate. The reference electrode was changed and the ise check failed. All other ise electrodes were then changed. No crystal buildup or other issues were seen. Daily maintenance was performed and all system reagents were changed, but there was no change to the ise check.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 200 mmol/l. The sample was repeated twice, resulting in values of 150 mmo/l and 120 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The operator exchanged the reagent probe and the field service engineer confirmed the analyzer was running back within specifications. The investigation determined the probe replacement resolved the issue.